Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing a syncopal episode. Review of their implanted system indicated a lead safety switched had occurred as the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. Surgical intervention was performed and the rv lead was found to have not been properly inserted into the header of this pacemaker. The physician experienced difficulty in removing the rv lead from the header but the lead eventually came out. A new rv lead was implanted successfully with this pacemaker. No additional adverse patient effects were reported.